Manufacturer narrative:
This report is associated with argus case (B)(4), biotene moisturizing mouth spray.

Event description:
Makes me choke [choke on medication]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number u5j261, expiry date 31st august 2017) for dry mouth. This case was associated with a product complaint. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) at an unknown dose (see dose text). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choke on medication (serious criteria gsk medically significant), wrong technique in product usage process and product complaint. Biotene moisturizing mouth spray (2013 formulation) was continued with no change. On an unknown date, the outcome of the choke on medication was unchanged and the outcome of the wrong technique in product usage process and product complaint were unknown. The reporter considered the choke on medication to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: the consumer reported that the biotene mouth spray contained too much mint in it. The consumer reported that she choked on it and she did not know why. The consumer reported that when she used it she kept it in her mouth for a little while and only put a few drops in and moved it around so her mouth was used to the product. The consumer used it at bedtime. When she laid down, the product seemed to go into her throat and made her choke. She thought it had too much peppermint. The consumer also reported a product complaint that every time she sprayed the product, it made the bottle sticky and she could barely hold onto the bottle. She was not sure if the sprayer was leaking.

Manufacturer narrative:
1718912-2016-00020 is associated with (B)(4), biotene moisturizing mouth spray. Final qa investigation report received on 01 july 2016: the product was not returned. The approved batch records and retained samples from the two affected lots (u4c121 and u5j261) were reviewed and found to be within specifications. A review of the complaint database found no similar complaints for the affected lots. Unable to confirm customer concern. See attached report.

Event description:
Makes me choke [choke on medication]; product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number u5j261, expiry date 31st august 2017) for dry mouth. This case was associated with a product complaint. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) at an unknown dose. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choke on medication (serious criteria (B)(4) medically significant), wrong technique in product usage process and product complaint. Biotene moisturizing mouth spray (2013 formulation) was continued with no change. On an unknown date, the outcome of the choke on medication was unchanged and the outcome of the wrong technique in product usage process and product complaint were unknown. The reporter considered the choke on medication to be related to biotene moisturizing mouth spray (2013 formulation). Additional details, the consumer reported that the biotene mouth spray contained too much mint in it. The consumer reported that she choked on it and she did not know why. The consumer reported that when she used it she kept it in her mouth for a little while and only put a few drops in and moved it around so her mouth was used to the product. The consumer used it at bedtime. When she layed down, the product seemed to go into her throat and made her choke. She thought it had too much peppermint. The consumer also reported a product complaint that every time she sprayed the product, it made the bottle sticky and she could barely hold onto the bottle. She was not sure if the sprayer was leaking. Follow up information was received on 24 june 2016: results received from quality assurance regarding product complaint of pump leaked. An investigation would not be conducted for the product complaint of pump leaked as this was a common and expected complaint based on historical data and appears to be unrelated to the adverse event. Follow up received from qa on 01 july 2016. Unable to confirm customer concern. Product has not been returned. No sample.